Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral artery (rcfa and lcfa) using a prostar xl after an endovascular aneurysm repair procedure using a 16f sheath in the rcfa and a 12f sheath in the lcfa. Reportedly, while pulling the prostar xl handle out to deploy the needles, the upper green suture's needle did not come through its channel in both access sites. The needle was stuck in tissue or the vessel wall. The puncture site was checked with ultrasound; no significant calcification was noted. The needles eventually came out by manual pulling with the forceps. Surgical suturing achieved hemostasis in one access site and manual compression achieved hemostasis in the other access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostar xl device is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Due to the reported difficulty, unused sterile devices were returned from the account which were visually and functionally tested with no anomalies found.